Event description:
It was reported that a critical alarm due to zero ml reservoir volume reached was heard and confirmed by telemetry. It was noted that during a refill in (B)(6) 2012 the volumes matched with what should have been dispensed since (B)(6); 17ml were in the pump at the time of the report and the flow rate was 0.2364/day. It was reported that the healthcare provider (hcp) that performed the previous refill did not update the pump. The patient was brought back to the office the following day and a nurse practitioner (np) updated the pump. The patient was hospitalized during the time of refill due to running out of medication. The patient experienced withdrawal symptoms including nausea, vomiting and headache. The reporter stated that following the update there was no further incidence. The patient outcome was reported as recovered without sequelae. The device system was used to deliver bupivacaine, ketamine and dilaudid (hydromorphone).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, serial # unknown, product type programmer; physician product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).